Event description:
It was reported that the patient showed signs of having a stroke in the recovery room. The physician noted that approximately fifteen (15) minutes after being transferred to recovery, the patient showed signs of having a stroke. Computed tomography (CT) was done but the results were not available at the time of reporting. The reporter stated that she had been informed that the patient has improved and is being monitored in recovery. The procedure was a pulsed field ablation (pfa) with boston scientific farapulse. The reporter stated that the pulmonary veins and posterior wall were completed. The 44 pfa applications were done. The activated clotting time (act) was above 300 the entire procedure. The patient had been stable throughout the procedure and was stable on transfer. The (B)(6) lasso was used for mapping. All catheters were discarded and not available for return. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".